Manufacturer narrative:
Additional information was received and the following section(s) was updated: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Event description:
It was reported that a 27mm pericardial mitral valve, implanted in the tricuspid position, underwent a valve-in-valve procedure after an implant duration of three (3) years and two (2) months due valve degeneration leading to tricuspid stenosis and severe tricuspid regurgitation. The ttvr procedure was performed with a 29mm edwards transcatheter valve. Post valve deployment, tee showed appropriate valve depth and no paravalvular leak. There were no complications noted. The patient was transported to the pacu in stable condition. The patient was discharged home on pod #3.

Manufacturer narrative:
Reference CAPA: 20-00141.

Manufacturer narrative:
UDI # (B)(4). Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. It is unknown whether patient and/or procedural related factors may have caused or contributed to the event. The subject device is not available for evaluation, as it remains implanted in the patient. Of note, this pericardial mitral valve was initially used off label as it was implanted in the tricuspid position. Per the instructions for use (IFU), "the bioprosthesis incorporates a sewing ring specifically designed for the mitral position and is the first bioengineered mitral bioprosthesis design with three selected bovine pericardial leaflets mounted on a flexible metal alloy frame." Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 27mm pericardial mitral valve, implanted in the tricuspid position, underwent a valve-in-valve procedure after an implant duration of three (3) years and two (2) months due tricuspid stenosis and regurgitation. The ttvr procedure was performed with a 29mm edwards transcatheter valve. The case went well with the patient reportedly having done well.